Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus service operation repair center, the camera cable of the subject device had been damaged. There was the possibility that this phenomenon was attributed to the damage of the camera cable due to the handling by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user facility that in unspecified timing the endoscopic image of the subject device on the monitor disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.